Manufacturer narrative:
This report is being supplemented to provide additional information based on the evaluation and the legal manufacture's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The subject device was not returned. Based on the investigation and information provided, there was a difference of recognition on device handling between the user and recommendation by olympus. However, a conclusive root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the duodenovideoscope was reprocessed in oer-4 without the tip infusion adapter attached and was then used in an endoscopic retrograde cholangiopancreatography (ercp) procedure. There were no reports of patient harm.